Manufacturer narrative:
The device was not returned for analysis, however, review of the device history record confirmed the lot met manufacturing requirements prior to shipment. The cause of the reported air leak remains unk. The swartz braided introducer instructions for use (IFU) state "do not remove dilator or catheter rapidly". "Damage to the valve may occur, potentially compromising hemostasis". It is recommended that the user be retrained. The following dates are estimated.

Event description:
It was reported when inserted into the left atrium, the physician flushed the introducer and air came out from the valve. The physician flushed the introducer several times, but air was present every time. The device was then replaced. There were no pt consequences.